Event description:
It is reported that a customer received an alarm on their insulin pump. The patient's blood glucose level was at 161 mg/dl. The customer stated that there were no significant events that could have led to the issue. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A new pump was shipped to the customer. The customer sent the product back for analysis. No further information was provided.

Manufacturer narrative:
Findings: button error alarm due to moisture damage on keypad traces. No moisture damage on electronics noted. Pump received with minor scratched display window, cracked reservoir tube lip and scratched reservoir tube window. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).